Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that their is an issue with defib. The issue unknown and further information has been requested. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
The philips fse ordered a replacement battery and notified the customer that there is a global parts hold. The device remains with the customer.